Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station pocket was not opening and not releasing when attempting to recover and no clicking sounds when attempting to recover. A field service engineer (fse) manually released drawer, cleaned dust off of open and close sensor and magnet and cleared medication jams and obstructions to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pocket was not opening and not releasing when attempting to recover and no clicking sounds when attempting to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.